Event description:
Information was received from a patient who was implanted with and implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that there was a power on reset (por) message and poor communication screen. No patient symptoms reported. Additional information was received from the healthcare professional and it was reported that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.